Event description:
It was reported by field service report: symptoms - high base line alarm. Soon after system error 1 occurred in clinical use. Afterwards, power switch was off/on, but system error 1 occurred again.

Manufacturer narrative:
Product will not be returned for eval. Findings/actions taken - reconnected the connector of x-ducer line. Replaced battery, replaced main power switch, firmware u8 and tubing.